Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the battery of the power module indicated a red alarm. The power module was exchanged.

Manufacturer narrative:
Section h4 - device manufacture date - added. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was confirmed. The power module was returned for analysis to the european distribution center (edc). The power module was tested under work order #(B)(4) on (B)(6) 2025; the power module was connected to ac power and the reported event was confirmed. The issue was isolated to an issue with power module¿s backup battery. No further testing was performed, and the unit was scrapped. Provided information states the power module was exchanged. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history record for the power module (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the power module. The power module was shipped to the customer on 25aug2010. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: manufacture date (h4) cannot be determined at this time. The primary UDI number in d4 is reflective of all available information. Section d5: operator of device corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was confirmed. The power module was returned for analysis to the european distribution center (edc). The power module was tested under work order #(B)(4) on 09jan2025; the power module was connected to ac power and the reported event was confirmed. The issue was reproduced while the returned battery was in use with multiple test units. The issue was isolated to the power module¿s backup battery. No further testing was performed, and the unit was scrapped. Provided information states the power module was exchanged. The root cause of the reported event was determined to be an issue with the unit¿s internal sla battery; however, the root cause of the battery¿s issue was unable to be conclusively determined through this analysis. The device history record for the power module (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the power module. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all time. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.